Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that a patient turned on her device after noticing it had been off. Within two days after turning the device on, the pain in her back and leg increased and the patient experienced a hard fall which worsened the pain on her back. An x-ray revealed that a lead had migrated. The patient was provided medication to treat the increased pain. The increase in pain was related to the stimulation and the event was reported as recovered and resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2317-70 serial: (B)(4) description: infinion cx 70 cm lead.

Event description:
A report was received that a patient turned on her device after noticing it had been off. Within two days after turning the device on, the pain in her back and leg increased and the patient experienced a hard fall which worsened the pain on her back. An x-ray revealed that a lead had migrated. The patient was provided medication to treat the increased pain. The increase in pain was related to the stimulation and the event was reported as recovered and resolved.